Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 9x59mm omnilink elite 35 over the wire (otw) was advanced with difficulty through an unspecified introducer sheath. The stent dislodged from the balloon after entering the artery and had to be deployed prematurely. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. The investigation was unable to determine a cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Newly reported information indicates that the procedure was to treat a moderately tortuous lesion in an unspecified vessel with significant stenosis. The physician thinks that the stent slipped off the device and had to be deployed prematurely and partly into a normal artery due to difficulty advancing through a 6 french introducer sheath. No predilatation was required. The lesion was crossed easily with a wire and catheter. No additional information was provided.